Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23rd july 2025, it was reported by an arthrex's employee via email that 1 unit of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, and 1 unit of ar-7237-7, fibertape® 2 mm, braided polybend suture, blue, was used to implant but the anchor broke during insertion. This was detected during an ankle arthroscopic ligament repair and reinforcement surgery on (B)(6) 2025. The procedure was successfully completed by using another brand product. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, of the fibertape® 2 mm, braided polybend suture, blue, identified that the suture was damaged/cut, and the fibertape was damaged. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning, incorrect surgical technique, or the device coming into contact with another device during use.